Event description:
It was reported that the patient had a "balloon of morphine under skin" and morphine was leaking into her body. The pump was explanted 4 or more years ago. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4)